Event description:
The customer reported troponin I (access accutni+3) calibrations, system check, and quality control (qc) failed for multiple assays following system maintenance, completed by the laboratory technician, involving the access 2 immunoassay system. The customer stated patient samples were analyzed despite failing calibrations and qc and indicated no erroneous patient results were observed or generated. There was no patient impact associated with this event. During system diagnostics, the customer determined multiple loose fittings along the substrate system. The customer tightened the fittings and resolved the issue. System check and quality control passed within specifications following the repairs. The customer indicated the samples were to be reanalyzed to determine any non-reproducible patient results. There has been no report of discrepant or questioned patient results to date. No further issues were noted. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the loose fittings on the substrate bottle. A definitive root cause is unknown.